Event description:
Patient scheduled for an endometrial ablation. The cervix was dilated and uterus sounded. A hysterscopy was performed with no abnormalities noted. Novasure machine passed its internal self check, novasure array inserted, measurementns taken and keyed into machine. Novasure cavity assessment performed and failed. Attempt made to reinitialize machine, remeasure, check all connections, cavity assessessment failed 3 more times. Sales representative contacted by phone. Surgeon decided on an alternative method of ablation. Patient was resounded and rescoped. The physician stated uterus perforated, unable to visualize with hysteroscope and the procedure was terminated. Novasure catheter was sent to the company for evaluation. Failure of novasure to calibrate correctly.